Manufacturer narrative:
Batch review performed on 03-oct-2024 lot 2402165: (B)(4) items manufactured and released on 09-feb-2024. Expiration date: 2029-01-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Other device involved: liner: impact flat pe hc liner ø32/d (k103721) lot 2336922: (B)(4) items manufactured and released on 22-sept-2023. Expiration date: 2028-09-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with one similar reported event during the period of review.

Event description:
At about 2 months after the primary, the patient came in reporting pain due to a joint luxation and the cause is unknown. The surgeon revised the head, cup and liner. The surgery was completed successfully.